Manufacturer narrative:
(B)(4). D10. Unknown liner item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. Unknown fitmore cup item# unknown lot# unknown. G2. Report source australia. The products involved in the reported event were not returned for investigation; however, one picture was provided showing the explanted fitmore cup. The picture shows the seating side of the cup, which is covered in biological debris. There is some bone on-growth to be seen. No further observations can be made based on the provided picture. Two additional images of implant stickers pertaining to the devices used during revision were provided. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. One preoperative ap radiographic image of the left hip was provided and reviewed by a radiologist with the following findings: "left total hip arthroplasty with noncemented components. No radiolucency around the components or malalignment. No acute hardware complication" based on the available information, it can be confirmed that a revision surgery took place, but the reported event of dislocation cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial hip replacement on an unknown date. Subsequently, approximately 15 years post implantation, underwent a revision surgery due to dislocation. Diligence is completed and no further information on the reported event has been provided.